Event description:
As reported by the patient: "hello braun, I'm reaching out to complain about your chemo pumps at (B)(6). I was diagnosed with apl leukemia 2 months ago and my life flipped upside down. I have to have arsenic everyday until december and these first 2 months have been nothing but issues from your pumps. All the nurses constantly complain about them and all they do is beep with "air bubble alarms". Going through this journey is hard enough on itself, but then when I drive an hour to treatment every single day for a 2 hour treatment and your pumps make it at least 3 hours, it's not fun. I know you guys are not in charge of changing the pumps but I don't know why nothing has changed. It's constant complaints from inside the hospital and it's honestly making this journey much harder."

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample was provided for evaluation. Based on the data from the investigation we are unable to determine the root cause of the reported incident. The reported defect was unable to be confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.